Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist, and stated that system check was satisfactory on the day the event occurred. The customer replaced reagent 1 probe (r1) as was instructed by ccc, resulting satisfactory. The cause for the falsely, depressed ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium (ca) results were obtained on two patient samples on a dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated in duplicate (sample ID: (B)(6)) and in quadruplicate (sample ID: (B)(6)) in small sample cups (ssc) on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca results.